Manufacturer narrative:
(B)(4). Results of investigation: the alleged faulty motor driver component assembly was received by the carefusion failure analysis (fa) representative (rep), connected on a known good unit, and powered in operation mode for testing. Upon startup, the unit produced a motor fault. The carefusion fa rep was able to duplicate the reported failure mode. The carefusion failure analysis rep reported the alleged faulty component is an outside vendor assembly and the component will be held to send to the component manufacturer for further evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays motor fault alarms. The customer determined the most likely fault was the turbine motor drive pcb (printed circuit board). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.